Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. As a result, the customer's blood glucose level was displayed as "low", although the specific value was unknown. To address the low blood glucose, the customer consumed glucose tablets. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.